Event description:
It was reported that a manufacturer representative went to charge a restore sensor for a case and saw a power-on-reset message on the recharger. The representative was able to recharge the device, but did not interrogate with a physician programmer and did not know the error code that accompanied the message. It was noted that it was likely a parity error, but without a programmer interrogation it could not be confirmed. The device was not used with the patient.

Event description:
Additional information received reported that the device had a power-on-reset (por) message 3 different times. Each time the device was coupled with the charging system, it showed the por message for about a minute before going away. It was also stated that the manufacturer representative could bypass the por using a physician programmer, which communicated with the device like normal. No message or error out of the ordinary was noted. The manufacturer representative returned the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator found a parity por (power on reset) bit not reset anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.